Event description:
According to the report, bioglue was utilized in conjunction with a dural patch (a product not manufactured by cryolife) in a neurosurgical procedure. The patient experienced a csf leak two months later. Upon re-operation, the surgeon observed that the bioglue had disappeared; few bioglue microparts were present." The report notes that the dural patch had also disappeared.

Manufacturer narrative:
The manufacturer's investigation into the reported event is ongoing. Any additional information will be provided in the follow-up report.